Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h6. The reported event cannot be confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
A journal article was obtained that reported a prospective study from korea. The purpose of the study was to analyze and compare the radiological and functional outcomes of diaphyseal humeral fractures treated with the mipo technique (minimally invasive plate osteosynthesis) using either fcl (far cortical locking) or lp (standard locking plate). Patients were divided into 2 groups: the fcl group received a 12- to 16-hole ncb® (non-contact bridging) polyaxial large fragment plate (zimmer biomet) with a 4.0mm motion loc screw fixed on each side to the lag plate on the humeral shaft, and the lp group received depuy synthes implants. Complaint 2: the study reported 1 patient experienced screw pull-out proximal to the fracture in an osteoporotic patient 2 months postoperatively, resulting in exaggerated sagittal angulation. Revision surgery involved replacing the loose fcl screws with conventional bicortical locking screws while retaining the plate itself. At 26 months postop, radiographs confirmed complete bone union, and the patient demonstrated satisfactory functional recovery with no significant complications. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). E1: full establishment name - (B)(6) hospital, g2: foreign - the event occurred in south korea. G2: literature - kim, j., oh, c., han, s., & kim, h. (2025). Minimally invasive plate osteosynthesis for humeral shaft fractures with the far cortical locking system: a matched comparison with the standard locked plating construct. Injury, 56(10), 112635. Https://doi.org/10.1016/j.injury.2025.112635. The customer has not indicated whether the product will be zimmer biomet for investigation, and the product location is unknown. Attempts have been made to gather all product identification information and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.